Event description:
The customer reported that in 2009, a pt had an abp episode and the intellivue monitoring system did not generate a yellow alarm.

Manufacturer narrative:
The customer reported that in 2009, a pt had a low abp episode and the intellivue monitoring system did not generate a yellow alarm. The pt was already being given resuscitation when they had the low abp episode and resuscitation continued after the low abp episode. Based on the available info, and by looking at the alarm logs, the device was alarming regularly and had a abp disconnect alarm at 19:46 hour (7:46 pm). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.